Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and failed due to lcd damage.pictures were taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd damage. A receiver charge and boot was performed and passed. A functional test was performed and failed the lcd test. The receiver log was downloaded for review, finding no errors related to the complaint. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.